Event description:
It was reported to boston scientific corporation that a captivator extra large snare was used in the mid transverse colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the handle cannula broke and a kinked was noted in the wire inside the sheath. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of handle cannula broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results visual evaluation of the returned product found the handle cannula detached. Further evaluation noted that the wire kinked in the middle of the device and the catheter smashed in the distal section. The handle cannula has evidence marks of the handle assembly process. Functional testing could not be performed due to the device condition. The complaint is confirmed, the device was inoperable due to the handle cannula being detached. The most probable root cause classification for the reported failure is design. A device history record (DHR) review was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator extra large snare was used in the mid transverse colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the handle cannula broke and a kinked was noted in the wire inside the sheath. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.